Manufacturer narrative:
Conclusion and justification status for MDR: dimensional examination of the submitted universal stem 75x20mm fluted found the device to meet drawing specifications. Review of the device history records for the reported universal stem did not reveal any related manufacturing deviations or anomalies. A worldwide complaint database search found no other reported incidents against the provided universal stem product/lot combination since release for distribution. A two-year search of the complaint database against product code 867419 universal stem 75x20mm fluted did not find any additional reports of dimensional concerns. The supplied patient x-rays do not correspond to the reported event. The devices that were cited in the complaint were never implanted. Furthermore the images attached to this complaint are dated between (B)(6) 2014 and (B)(6) 2015, whereas this complaint event did not occur until (B)(6) 2015. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgeon felt that our tc3 stems were undersized and as a result giving poor fixation during an operation. On implantation the above implants did not provide any press fit fixation and was loose in the bone. This is despite the size 20mm reamer and trials providing adequate fixation as implied by the surgeon. The surgeon was convinced that the implants were undersized and less than 20mm in diameter. Implant was removed and new 75 x 20 stem and metaphyseal sleeve added onto the same femoral component (there wasn't another tc3 femur to use for the operation). The excess cement was removed from the femoral component using a burr. Surgeon changed stem again to 75x22 as he believed that the 75x20 also measured less than 20mm in diameter. He also believed that the 75x22 stem was undersized though good final fixation was achieved with the final construct. (See also attachment of update for more detail) the surgeon is concerned about the increased risk of infection due to the delay in operating time (120 minutes) whilst we waited for new implants and had to removed excess cement from the femoral component (we only had 1 tc3 femoral implant). Surgeon also concerned about the final fixation of the implant due to the 'cement on cement' technique he had to adopt on the femur. Account manager phoned to say he is sending in a statement to say that he measured the stem and believes there was not a problem.